Manufacturer narrative:
(B)(4). Only event year known: 2018, batch # p93k62. Device analysis: the analysis results found that an er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to have a holes, the holes were located at the jaws area, the jaws perforated the protective cap and the blister. The sterility was compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was found to have a puncture through the packing and is no longer sterile. This was not during a procedure.